Event description:
It was reported that during a follow up a rise in shock impedance measurements was seen above 200 ohms, after this the value returned to normal range. Technical services (ts) discussed the case and noted that a singular measurements out range could be related to electromagnetic interference (emi). Ts further discussed the shock impedance test and how shock impedance values are measured. Ts noted that the electrogram (egm) indicated appropriate sensing. Ts discussed performing an in clinic assessment to rule out noise/artifacts and repeatable out of range measurements and continue routine follow up. The device remains implanted. No adverse patient effects were reported.